Event description:
Contact reported a postoperative reaction following the implant of a mitek intrafix screw & sheath. Event was noted approximately 4-weeks after implant. Cultures taken revealed no patient infection. Surgeon performed a revision surgery as a result of this situation.